Event description:
This complaint was reported by a customer from germany. A delivery issue was reported. No human harm and no medical intervention occurred as a result of this complaint.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump and its event log. Investigation findings: no over delivery was observed in the event log (during the customer's treatments) nor during the reproduction attempt performed by eitan medical. The pump's accuracy was tested and found to meet specifications. Conclusion: the complaint was not confirmed. No over delivery was observed. The pump's accuracy was tested and found to meet specifications. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Manufacturer narrative:
Event log has been received and is currently under investigation. Investigation findings will be provided in the follow-up report. This reported event occurred outside of the us on a device that is similar to the one marketed in the us and for which there is no data in gudid. Device's premarket submission number: k192860.

Event description:
This complaint was reported by a customer from germany. A delivery issue was reported. No human harm and no medical intervention were reported.